Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior descending coronary artery that was heavily calcified, mildly tortuous and 90% stenosed. The device was advanced to the lesion without issue. The first inflation to 14 atmospheres (atm) for 20 seconds was performed without issue; however, during the second inflation to 14 atm, a pinhole rupture occurred. No additional treatment was reported. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.